Event description:
During the eval, multiple system error 322 alarms were observed in the device history log. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Review of the device history log was able to confirm the system error 322 alarm. During the eval, the alarm was not reproduced. The upper and lower aux assemblies are known contributors to system error 322 and as a result, have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.